Event description:
A malfunction on a customer's pump was reported after it was submerged in a swimming pool for two minutes. There was no reported impact on the customer¿s blood glucose level. The customer will switch to multiple daily injections as a backup therapy, and a replacement pump with updated software will be provided by technical support. Instructions on handling the return and storage of the problematic pump were given, and the customer acknowledged understanding all advised steps.